Event description:
The customer initially reported to olympus that the evis lucera elite bronchovideoscope had leaking at the distal end. The issue was found during maintenance. There were no reports of patient harm and no procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: part of the bindings from the distal end had fallen off and there was no image.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was leaking at the insertion tube/bending section cover. In addition to the binding and adhesive falling off the from the bending section rubber and no image, the evaluation findings were as follows: the distal end adhesive was worn, the bending section had evident crush marks, there was restriction through the brush passage and the angulation in the "up" and "down" directions were not to specification. Additional information received from the customer states they were unable to confirm if any of the binding had fallen into a patient. They were also unable to confirm if there was a no image error message or if there was temporary or irreversible image loss. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to the a-rubber (bending section cover) adhesive during device handling by the user. As a result, the a-rubber adhesive fell off. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely physical stress was applied to the bending section and the ccd unit (charge-coupled device unit) was damaged during device handling by the user. As a result, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): a-rubber adhesive fell off IFU: ¿-inspection of the endoscope -do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "¿ no image IFU: ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.